Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 28mm amplatzer septal occluder(aso) was selected for implant. When the aso was deployed in the patient's defect, both sides of the aso deformed into a cobra head shape; deformation on the ra side disk especially significant. A few attempts were made to restore the original shape, but the issue could not be resolved. A larger-sized 30mm aso was selected as a replacement, and the procedure was completed with no further issue, with no adverse consequence to the patient.